Event description:
The user facility reported that the device's battery packs became hot, the battery blue cover melted and rust colored liquid was visible on the battery during a procedure. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device's battery packs became hot, the battery blue cover melted and rust colored liquid was visible on the battery during a procedure. There was no delay, no medical intervention, and no adverse consequences.